Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6) UDI#: (B)(4). H6: the applicable codes are fdm b17, fdr c20 and fdc d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, for total thyroidectomy surgery , the patient interface was in use with nim vital console at the time of the incident. The patient interface was connected to the console via cord during the procedure. After approximately 50 minutes of use, the error message appeared that a patient interface fault had occurred. The nurse attempted to unplug and reconnect the patient interface box and also powered down the pi box and then reconnected it to the console without resolution of the pi fault error. A backup system was then utilized. The surgery was extended for 10 minutes. There was no patient impact.